Event description:
It was reported that the internal threading of the implant was damaged. Not allowing the coping to assemble. The implant had to be removed from tooth location 30.

Manufacturer narrative:
One full osseotite tapered certain implant (xifnt413) was returned for investigation. However, an unknown impression coping was reported but not returned for investigation. Visual inspection of the as returned implant identified signs of wear and bone residue around the external threads due to usage there was also bone residue in the implant¿s drive feature. Functional testing could not be performed since there was bone residue in the implant¿s drive feature and the impression coping was not returned. Measurements were taken with a caliper. Through dimensional analysis and comparison to drawings, the implant was determined to be within design specifications. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. Without the returned coping, there is not enough evidence to form a conclusion on the reported event. Therefore, the complaint is non-verifiable. A root cause cannot be determined.

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that the internal threading of the implant was damaged. The implant had to be removed from tooth location 30.